Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that approximately 2 months ago, the patient had the catheter removed because of infection. The patient healed and was then implanted with a new catheter on (B)(6) 2013. The pump was delivering fentanyl. Additional information has been requested, but it was not available as of the date of this report.